Manufacturer narrative:
The service representative reviewed the module logs on the alinity I processing module, serial number (B)(6) and the wash zone 1 wash zone probe was inspected and cleaned. The cleaning of the wash zone probe resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. Additionally, a review of trending data associated with the wash zone probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the wash zone probe were identified.

Event description:
The customer observed a false reactive alinity I syphilis tp for one patient that was not reported out of the laboratory. The sample was repeated, which generated nonreactive results. The following results were provided: (B)(6) 2026, sid (B)(6), initial syphilis result= 129.63 s/co; repeat results= 0.10 s/co, 0.24 s/co. There was no impact to patient management reported.

Event description:
The customer observed a false reactive alinity I syphilis tp for one patient that was not reported out of the laboratory. The sample was repeated, which generated nonreactive results. The following results were provided: (B)(6) 2026, sid (B)(6), initial syphilis result= 129.63 s/co; repeat results= 0.10 s/co, 0.24 s/co there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information.